Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter facility name. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device half height cubie pocket was failed and required maintenance. The field service engineer (fse) replaced cubie tray to resolve issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.1 cubie pocket e3 was undetected, and spillage of an unidentified liquid was found around the cubie pocket the old cubie was removed and replaced with a new one, but the new cubie was also not detected. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.1 cubie pocket e3 was undetected, and spillage of an unidentified liquid was found around the cubie pocket the old cubie was removed and replaced with a new one, but the new cubie was also not detected. However, there were no delays or adverse events or injuries reported based on this event.